Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Catalog and lot number unknown / not provided. PMA/510(k) number not available. Fax number and last/given name unknown / not provided. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the internal threads of the implant at site #19 were damaged during a clinical procedure. The implant is well seated at this time.